Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the network cable was damaged. A field service engineer replaced the network cable as it was damaged while moving to resolve the issue. The station was back online without any issues. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ anesthesia station es, the system was not communicating. The customer reported that the user was unable to administer the medication at the time and had to wait for the pharmacy to send the required medication for the patient which caused a delay in dispensing medication. However, there were no adverse events or injuries reported based on this event.